Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the issue was not established as there were no related data log abnormalities observed on the insufficient data logs, returned product was cut making it insufficient for further testing and limited clinical information was provided.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H10: added related device report number.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the left axillary vein in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, suspected hemolysis was noted. Plasma free hemoglobin (fhgb) increased from 280 to 520, and lactate dehydrogenase (ldh) rose to 3,220 (up from 1,665). The patient had previously had impella cp escalated to 5.5 at an outside hospital for suspected hemolysis. Heparin drip was at 500 u/hr and was increased to 10 u/kg/hr but was placed on standby in preparation for explant. Xa was unresulted due to hemolyzed lab draw. Device removed and the patient survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability, renal dysfunction and critical illness.